Manufacturer narrative:
Follow-up #2 - additional information - (08/27/2013). The retain test strips also passed all testing. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/16/2013 and 8/20/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultrasmart meter is giving a retest message. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with self adjusting insulin. The patient experienced the retest message on the day of the call to lfs. She admitted that this was the first time she use the subject meter. At the time of concern, the patient skipped her novolog insulin as a result of the reported issue. 30 minutes later, the patient reportedly had symptom described as ¿shaking.¿ there was no report of any required medical intervention as a result of the issue. The retest message was resolved with training. This complaint is being reported because the patient had symptom that can be suggestive of hypoglycemia 30 minutes after she had the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.